Event description:
It was reported that during a laparoscopic salpingo-oophorectomy procedure, the blade tip broke off and fell into the patient. The blade was retrieved with no patient harm. Another device was used to complete the case with no patient ...

Event description:
It was reported that during a laparoscopic salpingo-oophorectomy procedure the blade tip broke off and fell into the patient. The blade was retrieved with no patient harm. Another device was used to complete the case with no patient

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad melted and partially detached; the blade tip was not broken off as reported. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad melted and partially detached; the blade tip was not broken off as reported. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.